Event description:
Allegedly from x-ray images, it appears that the repiphysis expansion mechanism may be damaged.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete.